Manufacturer narrative:
(B)(4). The returned torque handle featured a significant amount of superficial wear in the form of nicks and scuff marks on its surface. The markings are so significant that the product code and lot number etchings have been worn off of the device. The handle was submitted for torque testing. Device was found to be below specified guidelines. A review of the device history record could not be conducted as the lot number was illegible. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the torque handle exerting less torque than intended cannot be determined from the sample and the information provided. A potential root cause cannot be determined using the available information, though wear and tear over many uses may be a significant contributing factor. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the final tightening of the screw for the spine fusion surgery on (B)(6) 2018, it was reported that the surgeon felt difficulty to tighten the screw. Then, the screw got the cross thread, so that the surgeon used alternative screw (same p/n, lot number was unknown), however, the surgeon still had a difficulty to tighten the screw. Eventually, the surgeon could complete the final tightening the screw, and the completed the surgery. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by the hospital.